Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure, which was completed as planned by moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to produce x-rays. Upon troubleshooting, the rse noted additional messages: "tube cooler error" and "x-ray unavailable," although the tube cooler was reported to be operating correctly. To resolve the issue, the rse instructed the customer to perform tube conditioning and tube calibration on the x-ray generation system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an error in the tube anode which prevented imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.